Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the suture broke. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device limiting the scope of this investigation and the reported suture break could not be confirmed. There was no needle strike mark at the posterior foot to suggest that a posterior cuff miss might have occurred which would result in a failure to retrieve the suture and could appear very similar to the reported suture break. The reported suture break suggested that there was resistance during the plunger retraction/ suture retrieval process. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and/or incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. Every suture is appropriately inspected for proper assembly and loading into the device during manufacturing. There was no indication that the suture was dragged through the device or suture bearing during the needle plunger retraction/suture retrieval process, which could have caused the suture to break. During device analysis, the proxy plunger was inserted and retracted successfully without any observable resistance. There were no challenging anatomical conditions reported which could have contributed to the reported suture break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have contributed to the reported suture break. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported suture break could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.